Manufacturer narrative:
The event logs have been received. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device is turning on/off on its own, resulting in a blood pressure drop.

Event description:
It was reported that the device is turning on/off on its own. It was noted that the issue resulted to a life threatening event as the patient's blood pressure dropped. The event occurred in cardio thoracic intensive care unit (cticu). Although requested, additional information was not provided.

Manufacturer narrative:
Additional information added to: d4,d10, d11. Correction: b1, b2, b5, h1. The report of the device turning on and off by its own was confirmed. The event log did not contain any entries of unexpected power on/off events. A review of the device error logs found no errors during the time of the reported event nor were there any errors in the entire log related to unsolicited shutdown of the device. Functional testing performed confirmed the pcu was able to power on/off without pushing buttons on the keypad. Internal inspection of the device found contamination on the keypad traces. Contamination on the keypad traces can result in an open or short circuit. An ¿open circuit¿ indicates there is a break in the circuit, which may result in one or more unresponsive keys. A ¿short circuit¿ indicates the circuit is constantly connected, which may result in one or keys to be in a constantly pressed state. The device was being used for treatment. The root cause was identified as due to contamination on the keypad traces. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 25 april 2020. A review of the device service history record was performed beginning from the date of manufacture to the present date 22 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.